Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient met with their manufacturer representative (rep) to help them with placement of their charging device. They had symptoms on their left sacroposterior and the swelling from the symptoms made it hard to find their stimulator. The issue of difficulty charging and stimulation stopped had been resolved.

Event description:
The consumer reported that they sporadically experienced difficulty recharging since re-implant surgery on (B)(6) 2016. They had back surgery on (B)(6) 2016 and still had swollen tissue in the area of their implantable neurostimulator (ins). After the surgery, they were successful to recharge one time but had not been able to recharge since then and the day prior to the report, stimulation stopped. It was reported that they were still swollen and had trouble finding it. Reviewed brief troubleshooting to help find it and that swollen tissue could interfere with communication. They had difficulty charging, could not find the ins with the implantable neurostimulator recharger (insr), and stimulation stopped. It was reported that the patient would follow up with their healthcare professional (hcp) to resolve the symptoms. The back surgery was due to a screw that had come loose from a surgery they had in 2011. They thought they would have to do surgery where their ins was located but they did not notice if they did or not. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.